Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. D10 - concomitant products grid - added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. It was reported that on (B)(6) 2022, the subject stent was implanted. In-stent thrombosis was confirmed on the same day, so prasgrel 20mg was administered for the thrombosis. Recover of the thrombosis was confirmed on (B)(6) 2022. Also, stenosis in flow diverter stent (stenosis rate: 1-25%) and parent artery stenosis (stenosis rate: 1-25%) were confirmed by imaging just after procedure on (B)(6) 2022. Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Aspirin 100mg/day: from 02 aug 2022 to 16 jan 2023 clopidogrel 75mg/day: from (B)(6) 2022 to now (ongoing). There was no surgical delay reported, and the device performed as intended. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. The reported 'patient parent vessel thrombosis' and non-flow limiting vessel stenosis are known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Event description:
It was reported that the subject stent was implanted at right internal carotid artery ica in a patient on (B)(6) 2022. In-stent thrombosis was confirmed on the same day, so prasgrel 20mg was administered for the thrombosis. Recover of the thrombosis was confirmed on (B)(6) 2022. Also, stenosis in flow diverter stent (stenosis rate: 1-25%) and parent artery stenosis (stenosis rate: 1-25%) were confirmed by imaging just after procedure on (B)(6) 2022. Preoperative mrs on (B)(6) 2022: 1, mrs at the time of discharge on (B)(6) 2022: 1. Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Aspirin 100mg/day: from 02 aug 2022 to 16 jan 2023 and clopidogrel 75mg/day: from (B)(6) 2022 to now (ongoing). No other information is available.

Manufacturer narrative:
The device remains implanted in the patient.

Event description:
It was reported that the subject stent was implanted at right internal carotid artery ica in a patient on (B)(6) 2022. In-stent thrombosis was confirmed on the same day, so prasgrel 20mg was administered for the thrombosis. Recover of the thrombosis was confirmed on (B)(6) 2022. Also, stenosis in flow diverter stent (stenosis rate: 1-25%) and parent artery stenosis (stenosis rate: 1-25%) were confirmed by imaging just after procedure on (B)(6) 2022. Preoperative mrs on (B)(6) 2022: 1, mrs at the time of discharge on (B)(6) 2022: 1. Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Aspirin 100mg/day: from (B)(6) 2022 to (B)(6) 2023 and clopidogrel 75mg/day: from (B)(6) 2022 to now (ongoing). No other information is available.

Event description:
It was reported that the subject stent was implanted at right internal carotid artery ica in a patient on (B)(6) 2022. In-stent thrombosis was confirmed on the same day, so prasgrel 20mg was administered for the thrombosis. Recover of the thrombosis was confirmed on (B)(6) 2022. Also, stenosis in flow diverter stent (stenosis rate: 1-25%) and parent artery stenosis (stenosis rate: 1-25%) were confirmed by imaging just after procedure on 16 aug 2022. Preoperative mrs on (B)(6) 2022: 1, mrs at the time of discharge on (B)(6) 2022: 1. Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Aspirin 100mg/day: from (B)(6) 2022 to (B)(6) 2023 and clopidogrel 75mg/day: from 02 aug 2022 to now (ongoing). No other information is available. Received confirmation from cic on 23 jan 2024 that the baseline/pre-procedure parent artery stenosis rate in this patient was 1-25%.

Manufacturer narrative:
F10 / h6 health effect - clinical code: updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. It was reported that on (B)(6) 2022, the subject stent was implanted. In-stent thrombosis was confirmed on the same day, so prasgrel 20mg was administered for the thrombosis. Recover of the thrombosis was confirmed on (B)(6) 2022. Also, stenosis in flow diverter stent (stenosis rate: 1-25%) and parent artery stenosis (stenosis rate: 1-25%) were confirmed by imaging just after procedure on (B)(6) 2022. Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Aspirin 100mg/day: from (B)(6) 2022 to (B)(6) 2023 clopidogrel 75mg/day: from (B)(6) 2022 to now (ongoing). There was no surgical delay reported, and the device performed as intended. Received confirmation from cic on (B)(6) 2024 that the baseline/pre-procedure parent artery stenosis rate in this patient was 1-25%. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. The reported 'parent vessel thrombosis' is known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.